Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following results:a review of the black box showed no pump not primed warnings. The pump was able to prime successfully during testing. The force sensor was found to be in calibration. The pump was exercised for 24 hours with no loss of prime. The pump cover was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).